Manufacturer narrative:
(B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received from the patient on (B)(6) 2015 reports that she will undergo further evaluation and possible revision surgery. The patient also provided a report from a CT scan performed on (B)(6) 2015.

Manufacturer narrative:
Date of patient pain, incomplete healing, and plate fracture unknown. Device has not been reported as explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was provided: patient had revision surgery to remove the broken matrix rib plates in (B)(6) 2015 at (B)(6). The patient reportedly had two (2) new ones implanted. Patient is reportedly experiencing improvement in pain.

Event description:
It was reported that the patient was admitted for stabilization of chronic displaced right rib fractures on (B)(6) 2012 due to a blunt chest trauma which took place in (B)(6) of 2012 and caused multiple rib fractures. The patient underwent internal fixation of right posterolateral rib fractures including the sixth, seventh, eighth and ninth ribs on (B)(6) 2012. The patient developed chronic persistent pain and displacement on CT scan of right rib fractures was noted. It was noted that at the sixth rib there was partial healing on the rib fracture and the fixation plate is intact. At the seventh rib there is incomplete healing and the fixation plate is intact. At the eighth rib there is incomplete bony bridging across the eighth rib and a partial fracture of the fixation plate. At the ninth rib there is incomplete healing, mild displacement of the rib fracture and the fixation plate is fractured. There is a healed rib fracture at the tenth rib. There are no acute rib fracture and no focal bony lesions. There is pleural thickening along the pleural surface underlying the seventh through ninth ribs, but there is no peripheral fluid collection around the fixation hardware and no abnormality of the overlying musculature of the chest wall. This is report 4 of 4 for (B)(4).